Event description:
A health care professional reported a home pt rec'd a sys error 2240 alarm in drain 2/15 during treatment using homechoice device. The home pt noted she awoke to find her pt line disconnected from her transfer set. No pt injury was associated with this incident and no med intervention required per the health care professional. No samples available.